Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a male patient underwent thrombectomy and atherectomy procedure using a aspirex device via right venous access via 8fr sheath. During the procedure, the device became stuck on the guidewire. Both the catheter and guidewire were withdrawn together. Upon removal and subsequent separation of the wire from the proximal end of the aspirex catheter, the guidewire was observed to be shredded and uncoiled. There was no reported patient injury.